Event description:
Healthcare professional reported left side "textured deflated." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "textured deflated left implant."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on radius side assessed as a surgical damage. Additional observations: wear abrasion observed. Creases were observed. Brown particles fill channel and the surface of the shell. White calcification on the surface of the shell no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "textured deflated." Device has been explanted.